Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation performed flow accuracy test at the rates of 125 ml/hr and vtbi of 125. The result was an error of 1.01% using tmp 061. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. This reported symptom 'no air in line alarm' was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump no air in line alarm and had an under infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.